Manufacturer narrative:
An event regarding loosening due to an infection involving a trident liner was reported. The trident liner was determined to be unrelated to loosening as loosening refers to loss of fixation between bone and implant/bone cement or failure to fixate. The liner has no direct contact with the patients bone. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for lot or sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports including the strain of infection identified, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient underwent a tha surgery on (B)(6) 2011. Then, all the implant was removed from the patient due to loosening by infection. Cement mold with antibiotic was inserted to the patient hip.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: centpillar tmzf size 6 left, cat#5353-0-106, lot#37351202. Trident psl ha cluster 50mm, cat#542-11-50e, lot#36805301. V40 cocr lfit head 40mm/+12, cat#6260-9-440, lot#mjjttk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient underwent a tha surgery on (B)(6) 2011. Then, all the implant was removed from the patient due to loosening by infection. Cement mold with antibiotic was inserted to the patient hip.